Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a urinalysis was collected via catheter on (B)(6) 2018 and the results showed elevated leukocytes, wbcs, and bacteria leading to suspicion of infection and prompting a urine culture. It was reported that the "urine culture confirmed a uti due to klebsiella pneumoniae bactria." The uti was alleged after use of the temperature-sensing foley catheter required for communication with the articsun 5000. The patient was started on IV antibiotics (zosyn) on (B)(6) 2018, and the temperature-sensing foley catheter was removed on (B)(6) 2018. The patient was then switched to rocephin on (B)(6) 2018 after the results of the urine culture. The antibiotic course ended on (B)(6) 2018.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the specialty foley ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that a urinalysis was collected via catheter on (B)(6) 2018 and the results showed elevated leukocytes, wbcs, and bacteria leading to suspicion of infection and prompting a urine culture. It was reported that the "urine culture confirmed a uti due to klebsiella pneumoniae bactria." The uti was alleged after use of the temperature-sensing foley catheter required for communication with the articsun 5000. The patient was started on IV antibiotics (zosyn) on (B)(6) 2018, and the temperature-sensing foley catheter was removed on (B)(6) 2018. The patient was then switched to rocephin on (B)(6) 2018 after the results of the urine culture. The antibiotic course ended on (B)(6) 2018.